Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states chair will drive, but will not power off, or switch drives.